Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl. The customer was treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated that high blood glucose caused by taking an hour to put in a new infusion set. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated reservoir cap was too tight. The device will not be returned for analysis.